Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain what is the product code and lot number of the product involved? If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2018 and suture was used. It was diameter of the silk suture did not meet requirement which caused the suture to break easily. Changed another suture to complete the surgery.consequence claimed by hospital: bleeding and healing was extended.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional information was requested and the following was obtained: -were there any unexpected outcomes or complications as a result of the prolonged surgery time? Bleeding and healing was extended. -was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Unk -what is the product code and lot number of the product involved? Unk